Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken but the device was observed to be in good condition. There was no evidence to review in the event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the most probable cause is due to the inoperable pwa board. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited an error code. Patient involvement is unknown.